Manufacturer narrative:
The device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 30mm 4450 physio annuloplasty ring was explanted after an implant duration of 11 years, 11 months due to unknown reason. The explanted ring was replaced with a 27mm 11400m resilia mitral valve. The implantation data card (idc) indicated that the device explant was due to deficiency of the original device. The patient was in recovery post-operatively. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry, it was learned that a patient with a 30mm 4450 physio annuloplasty ring was explanted after an implant duration of 11 years, 11 months due to dehiscence, stenosis and regurgitation. The explanted ring was replaced with a 27mm 11400m resilia mitral valve. The implantation data card (idc) indicated that the device explant was due to deficiency of the original device. The patient was in recovery post-operatively and was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, d9, h2, h3, and h6. Evaluation summary: customer report of dehiscence, stenosis, and regurgitation could not be confirmed through visual observation. As received, the ring exhibited heavy host tissue overgrowth and xray demonstrated ring intact. Sutures remained attached on the ring. As received, sewing ring was cut and exposed the wireform; silicone remained attached to the ring. Note: this MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(6).

Manufacturer narrative:
H3: evaluation summary: customer report of dehiscence, stenosis, and regurgitation could not be confirmed through visual observation. As received, the ring exhibited heavy host tissue overgrowth and xray demonstrated ring intact. Sutures remained attached on the ring. As received, sewing ring was cut and exposed the wireform; silicone remained attached to the ring.

Manufacturer narrative:
Through implant patient registry, it was learned that a patient with a 30mm 4450 physio annuloplasty ring was explanted after an implant duration of 11 years, 11 months due to dehiscence, stenosis and regurgitation. The implantation data card (idc) indicated that the device explant was due to deficiency of the original device. Although, there is an allegation of device deficiency, product evaluation found no evidence of a manufacturing non-conformance and the ring was intact. Ring dehiscence may occur early or late. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Ring dehiscence is not a malfunction of the device. A DHR review was performed and no related non-conformances were found. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including an implant duration over 11 years.